Manufacturer narrative:
The technical errors, which indicate disabled valves and a communication failure between the monitoring and the breathing subsystems - were found during log evaluation in complaint os#(B)(4). It remains unknown what caused the technical errors. There was no information about the replacement of any part to solve the issue related to technical errors. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/16/2014 corrected manufacture date: 10/17/2014

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes indicating disabled valves and the a communication failure between the monitoring and the breathing subsystems. There was no patient involvement. Manufacturer's ref.#: (B)(4).